Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. Per the instructions for use: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices are being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to a thoracic aortic aneurysm (taa) procedure, suture placement was attempted in the calcified left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, a link break occurred with three the proglide devices. The sheath was upsized to a 20f and the taa procedure was completed. A cut-down procedure was performed to surgically close the artery. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.